Event description:
It was reported that pump displayed altitude alarm 21 earlier in day, and customer had experienced similar issue with same pump within past month. There was no adverse impact to the customer¿s blood glucose level. Customer did not need to replace cartridge, resumed insulin using original cartridge, was informed that residue or debris in speaker holes could trigger altitude alarms, and received guidance and tips from technical support on cleaning pump and preventing future altitude alarms, which caller understood and acknowledged.